Event description:
It was reported that the shipping box of bd vacutainer® urine collection cups depicted two labels with two different lot numbers. The number of occurrences is unspecified. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was evaluated confirming an incorrect case label was applied for catalog 364975 with lot number 4247203 instead of lot 4247201. The shipping label is correct and contains all the correct information. The case label has the incorrect lot number in both the human readable portion of the label and the barcode. The printed expiration date is not affected by this discrepancy. No retentions are kept for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode incorrect label content based on customer provided photos. Bd determined that the root cause of the indicated failure mode was attributed to manual error that occurred during manufacturing. A situation analysis was opened and based on an evaluation of frequency and severity it was determined that no corrective action is required at this time complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the shipping box of bd vacutainer® urine collection cups depicted two labels with two different lot numbers. The number of occurrences is unspecified. No adverse impact was reported regarding the patient or user.